Event description:
It was reported that while placing a bravo ph monitor, the capsule would not attach to the patient's esophagus. The capsule came off the delivery system at an unspecified point during the procedure. No injury to the patient was reported.